Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of experiencing palpitations and had been symptomatic due to pacemaker mediated tachycardia. No programming changes were confirmed. No additional information was available at this time.